Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. The event was further described as "when the patient went to disconnect after therapy was completed, the transfer set became separated between the light blue main body and the dark blue connecter; it did not come completely off. The patient cut the patient line and clamped it off." This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue main body. The insert/chip was present and there was no indication of solvent on the top of the insert/chip. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing was performed, including leak testing, clear passage testing, clamp function testing and there were no issues noted. The reported condition of a separation between the main body and female connector was verified. The cause of the reported condition was determined to be a manufacturing related issue caused by inadequate solvent application to the main body. A nonconformance has been opened to address this issue. Additionally, the connection between the patient line connector of the cassette and the female connector were tested, and no issues were noted. The reported condition of not being able to disconnect from the patient connector could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.